Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information from the user facility revealed that the ventilator was attracted to an MRI scanner. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the MRI environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the MRI scanner. These conditions are stated in the declaration for the use of the ventilator in the MRI environment, and are included as part of the "MRI environment agreement". The user facility stated that compatibility test had not yet been performed and the safety line was not marked. The ventilator was brought out of storage area into the MRI suite and was attracted towards the side of the MRI scanner. The wheels of the ventilator were not locked. No service of the ventilator has been requested. Previous investigations of similar complaints have shown that the ventilator can be attracted to the MRI scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in MRI environment. H3 other text: 4117.

Event description:
It was reported that the ventilator came off its base. The patient involvement is unknown. (B)(4).